Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, and was treated with a manual injection. No further information available.